Event description:
It was reported that the patient experienced difficulty pumping this inflatable penile prosthesis (ipp); therefore, a surgical procedure was performed to remove the ipp and implant a new malleable device. There were no patient complications reported.